Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was experiencing power switching from his controller between the batteries. No patient harm or injury was reported as a result of the event. The controller and batteries were removed from the patient and a new controller and batteries were supplied. Two batteries ((B)(4)) were returned to the manufacturer. Investigation of one returned battery ((B)(4)) concluded that it passed visual and functional testing and was working as intended; however, based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is six of eight reports (3007042319-2014-00818, 2015-04151, 2015-04152, 2015-04153, 2015-04154, 2015-04155, 2015-04156 and 3007042319-2015-004157) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient was experiencing power switching with his batteries and controller. The patient stated that the battery always tried to switch from port 1 to port 2. The patient claims that they experienced a motor stop of the pump during a battery change and felt dizzy when this occurred. The facility performed a controller exchange, removed the controller and seven (7) batteries from service and provided the patient with replacement devices. The patient was said to experience dizziness during the controller exchange. Only two (2) batteries were returned to the manufacturer for evaluation.